Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during a surgery an ophthalmic cutter stopped working. The surgery was completed using an alternate ophthalmic operating system .procedure details was not reported. There was no patient harm.

Manufacturer narrative:
A service record (sr) was opened to address the reported event. At the time of this investigation, the sr remains open. The complaint investigation is being pursued at this time using available information. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).